Event description:
An obese female pt was given a cardiac ultrasound examination with no notable findings apart from hypertrophy. Due to the pt's obesity, no invasive examination was made. A subsequent examination with an invasive heart catheter revealed a hypertrophic obstructive cardiomyopathy with an intraventricular gradient (invasively measured) of over 160 mm hg. Physician alleges that the ultrasound cardiographic examination had been done several times without detecting this gradient. Info regarding pt outcome not provided by customer.